Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2012 from an apd patient, concerning a case of bacterial peritonitis that occurred shortly after therapy with a minicap. The patient was hospitalized on an unspecified date in (B)(6) 2012; the symptoms have not been specified. The patient was hospitalized and was discharged on (B)(6) 2012; at that point she informed baxter per telephone. The treating physician later informed baxter that the peritonitis was not caused by the pd-solutions, but was of a bacterial origin. The physician suggested a breach of aseptic technique had occurred. Further information on medical consequences and treatment are expected but has not yet been received.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The physician originallly stated there could be use error associated with this report, but after further follow-up with the physicain the cause of the peritonitis was determined to be unknown. A batch review was performed on the reported lot and no deviations were noted. If additional information becomes available, a follow up report will be submitted.